Event description:
It was reported that a user received ilet setup assistance with a dexcom g7 and contact detach infusion set, after which a very high blood glucose of 509 mg/dl was observed and subsequently decreased to 340 mg/dl with a downward trend; the event was characterized as hyperglycemia with unclear cause and troubleshooting and education were completed by customer care related to setup and use. Investigation of this case revealed no device malfunction identified through support interactions and successful device setup with declining glucose thereafter. No symptoms associated with hyperglycemia reported. Outcomes included no request for further assistance and no medical intervention reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.